Event description:
It has been reported to philips that the system did not complete the boot up sequence. It froze at the 0:00 countdown screen. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) visited onsite and found system did not complete the boot up sequence. After reviewing log file, fse found that there was a sib errors populating. Upon troubleshooting, fse did diagnostics and found the image processing board was not available. Fse reloaded board software and downloading sib gdl image. To resolve the problem, fse replaced sib board in m-cabinet and was able to download software to ipb and sib boards, removed sib and found a jumper installed that should be removed prior to installation of board. Fse powered system up and system booted fully. After repairs were completed, the system is returned to good working condition. The codes were updated based on the investigation outcome.